Event description:
Report received indicated the patient suffered a coronary stent thrombosis. The initial procedure was elective . The target lesion was the mid left anterior descending artery (lad). The lesion was de novo type b2, eccentric and bifurcated. The vessel length was approximately 20mm and the vessel diameter was 2.5mm. Pre-dilation was conducted with a balloon at 8atm for 30 seconds. Then cypher (2.5/23mm) was implanted at 8atm for 30 seconds. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 25%. Timi flow 3 was present before and after the procedure. Act was not measured. Thirty-four months post stent implant the patient complained of chest pain. An electrocardiogram abnormality was confirmed. Coronary angiogram (cag) was conducted and thrombus was observed inside the cypher implanted the previously implanted stent. To treat the thrombus aspiration and poba with a balloon (voyager: 2.5/20mm) was conducted at 12 atm. Inflation time was unknown. Then bear metal stent (bms) (vision: 3.5/15mm) was implanted inside the implanted cypher at 12atm. Inflation time was unknown. Physician's comment: the possible cause of the thrombotic event was that the anti-platelet therapy was stopped six days prior to the onset of the chest pain because a colonoscopy procedure was conducted.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product remains implanted in the patient and will not be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt.